Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a pump stop that was unable to view in the alarm history on their primary controller. The patient also had a few low voltage alarms in the history; one lasted for 34 total minutes. The green arrows on the controller were very dim, and the controller self-test was barely audible. The controller was exchanged. Both the periodic and event files captured controller clock corrupt events. The reported pump stop was no longer in the log because it was overwritten by new incoming data. The pump stop and total loss of power occurred about 20 days ago. The event file showed the clock was reset on (B)(6) 2024 at 9:01:05. There was one low power advisory on an unknown date (due to the clock resetting), and it appeared to occur when the patient was switching to fresh set of batteries. The event log file ended with a driveline disconnect and pump stop due to the reported controller swap. Related controller was reported under manufacturer report number 2916596-2024-00794.

Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log files revealed evidence to suggest that the system controller had experienced a total loss of power, including depletion of the system controller's backup battery, resulting in the system clock being reset once power was later restored. Such an event would have resulted in a pump stop for an unknown duration of time. The system controller event log files contained events (B)(6) 2000 and additional data following the time/clock being updated (B)(6) 2024. The system was operating on the default timestamp, indicating that a total loss of power to the system controller had occurred, and the system clock was reset to the default after power had been restored. Review of the system controller periodic log files revealed that the total loss of power occurred on or after (B)(6) 2024. The pump appeared to function as intended at the fixed speed while the driveline was connected. The account communicated that the patient experienced a pump stop event. It was reported that the pump stop was likely caused by a total loss of power to the system, but the alarm could not be seen in the log files as it occurred over 20 days prior and was overwritten by new incoming data. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. This IFU contains the following information: section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. *section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. The heartmate 3 lvas patient handbook, rev. D, is also currently available. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.